Manufacturer narrative:
Patient information not available for reporting. Device is an instrument and is not implanted/explanted. Initial reporter is synthes sales consultant. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an unknown surgical procedure on an unknown date, the tip of the stardrive screwdriver shaft twisted and broke. Surgery was completed successfully. No adverse consequences to the patient were reported. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 03.130.010; lot: h410237; release to warehouse date: december 12, 2017; manufactured by monument the material was reviewed, and the hardness value was confirmed to meet the specification no (relevant) non-conformance noted. No nonconformance reports (ncrs) were generated during production. Manufacturing location: supplier- universal punch / monument; manufacturing date: august 30, 2016; part: 03.130.010; stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc; lot: h055298 (non-sterile); lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Four parts were scrapped for destructive testing. Six parts were scrapped incoming inspection for laser etch. One part was scrapped, export pack/label for being dropped. Inspection sheet, incoming inspection I, incoming inspection ii, incoming final inspection met all inspection acceptance criteria apart from the parts scrapped for laser etch. Packaging label logs lppf,were reviewed and determined to be conforming (one extra label needed to be printed due to poor label quality). Certificate of compliance received from universal punch was reviewed and determined to be conforming. Inspection certificate supplied to universal punch from zapp (for raw material) was reviewed and determined to be conforming. Certificate of analysis supplied by ionbond for tin coat was reviewed and determined to be conforming. Certificate of compliance supplied by general machine for colorize was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture or inspection that would contribute to this complaint condition. The following investigation flow was performed: damage: visual (appearance not as expected). Visual inspection performed at customer quality (cq) confirmed the condition of a twisted distal stardrive tip which agrees with the reported complaint condition of a damaged device. Because the distal edge of the distal stardrive tip is gold anodized, it can be determined that the tip did not break. The evaluation has shown that the screwdriver tip is twisted in the direction of resistance encountered during screw insertion. The given complaint condition agrees with the returned device condition and therefore the complaint was confirmed. Dimensional inspection: diameter of distal tip: ø 1.41 +/- 0.01 mm. Measured dimensions: distal tip ø: 1.40 mm; conforming . Device used: calipers ca215p. A device history review was performed for the returned instrument¿s lot number and no material review reports (mrrs), nonconformances (ncs) or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. A review of the current design drawing and the drawing revision at the time of manufacture was performed and no issues were identified. The overall length of the returned screwdriver shaft measured 50.00 mm at cq which is within specification of 50mm +/- 0.5mm and further confirms that the device twisted but did not break. While no definitive root cause could be determined it is possible that any unintended forces encountered by the device during usage or handling could have contributed to complaint condition. It is most likely that excessive force during the screw-insertion occurred and it can be assumed that a mechanical overload did lead to the deformation of the screwdriver. In this relation, page 50 of the variable angle locking hand system surgical technique guide can be mentioned: "when inserting screws, use a two-finger tightening technique." During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.